Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 408 with nausea and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump had been giving both low battery alarms and replace battery alarms for a week prior to the reported adverse event. The patient reportedly did not replace the battery when a replace battery alarm occurred and the pump subsequently powered off during sleep without the patient realizing it had done so. The patient awoke with the hyperglycemia. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with use error; the pump properly alarmed for low battery and replace battery to which the patient did not respond resulting in the pump powering off.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 28-aug-2018 with the following findings: review of the black box data showed the data for (B)(6)2018, (B)(6)2018 and (B)(6)2018 had been overwritten; no replace battery alarms were observed in on (B)(6)2018. The alarm history showed one replace battery alarm on (B)(6)2018 at 18:12, the next replace battery alarm was recorded on (B)(6)2018 at 01:27. The black box for these dates is overwritten. Typical usage alarms were observed in the available black box data. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. No corrosion was observed in the battery compartment. A battery cap was not returned with the pump for investigation; a test battery cap attached to the pump and the pump powered on normally. Electrical current draws were measured and determined to be within specification. The total daily doses added up to correctly reflect the user¿s programmed basal rates. There was no damage, defect or contamination of the pump¿s interior components. The pump passed delivery accuracy test and was found to be delivering accurately and within range. A battery life issue was not duplicated during investigation.